Event description:
During a rf ablation for premature ventricular contraction procedure, there was a firmware error message resulting in a delay. The ensite x display workstation was rebooted ten times with multiple new cases started, but the issue was not resolved. The screen then froze, and it was not possible to move the mouse, and the EKG signals froze. Shortly after, the monitors went black despite the ensite x display workstation still being on. There were no saved cases on the ensite x display workstation because they were all archived the day prior. The ensite x display workstation was replaced to complete with procedure no adverse consequences for the patient.